Event description:
Tissue expanders were implanted in the or. Six packages from the co were opened and used. Later in the procedure the nurse noted that 4 packages were sterile and 2 were not sterile. The implants were removed, and cultures taken. The surgery had to be rescheduled. Problem: the packaging is very similar. Need more differentiation between sterile and non-sterile packages. (Also see 1004827, 1004829.)